Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer thought there was a hole in the cartridge as there were a lot of air bubbles seen coming from the cartridge. The customer did not see any damage to the cartridge physically. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with approximately 170 units. A new cartridge was successfully loaded to address the event. There was no impact to the customer's blood glucose level.